Manufacturer narrative:
Exact date unknown, event occurred three weeks ago from the date the manufacturer became aware of the event. Explant date: (B)(6) 2022.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to inadequate pain relief. The explanted ipg will not be returned as it was kept by the medical facility.